Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 560 mg/dl; this reportedly occurred due to the patient's controller losing communication with the pod and insulin was no longer being delivered. Symptoms reported include hyperglycemia, vomiting, sepsis bundle due to tachycardia. The patient was hospitalized and transferred to the intensive care unit (ICU) where she was treated with intravenous fluids and electrolytes, an insulin drip and intravenous rocephin for the sepsis. The patient was released after 2 days.